Event description:
Country of complaint: (B)(6). Thread broke from needle, thread is very rigid. Needle came loose from the thread without using any force. When opening the package the needle was already loose.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received - 5 unopened and 1 open pouch. There are no previous complaints of this code batch. There are 20 units in OEM stock. All closed samples received are tight. Both open samples had the needles damaged due to handling. One of the needles was attached to the thread and the other one was detached and without thread inside the pack. The customer complained about the needle detachment, but observed the open samples received, it was noticed that one of the needles was broken near the needle-thread attachment, and another needle was bent near the needle-tread attachment. The bending strength of the samples from our stock was tested and is within spec. The needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. Furthermore, thread has been analyzed according to flexibility test and values are acceptable. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.